Event description:
The physician reported that during the implant procedure of the subject device, he tried to insert the atrial lead. This was impossible since the connector block was shifted to the opposite side of the screwdriver port, outside of the header. The physician implanted another platinum device instead.

Event description:
The physician reported that during the implant procedure of the subject device, he tried to insert the atrial lead. This was impossible since the connector block was shifted to the opposite side of the screwdriver port, outside of the header. The physician implanted another platinium device instead.

Manufacturer narrative:
The device was returned for investigation. .

Event description:
The physician reported that during the implant procedure of the subject device, he tried to insert the atrial lead. This was impossible since the connector block was shifted to the opposite side of the screwdriver port, outside of the header. The physician implanted another platinium device instead.